Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2011, procedure date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a tension free vaginal tape insertion procedure performed on (B)(6) 2011 to treat a patient with stress urinary incontinence. During the procedure the patient was placed in a lithotomy position and was prepared for surgery. It was noted that the uterus was in normal size and mobile. They then descended to the mid vagina where a mild cystocele and a stage1-2 rectocele (more laxity than prolapse) were noted. They then made small bilateral incisions at the upper medial aspects of the foramen obturator. A 2.5 cm incision was made along the urethra after administration of local marcaine with adrenaline. A tunneling with metzenbaum scissors was then performed. The obtryx trocars were then introduced via upper medial aspects of the foramen obturatorium. The length of the tape was adjusted tense-free. The vagina was then repaired with #2-0 vicryl. Steri strips to both skin incisions was placed. A 14-french indwelling urinary catheter (foley) was placed for drainage and the vagina was packed with a 10 cm x 2 m cut packing gauze. As reported by the patient's attorney, the patient experienced an unknown injury.